Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, the subject device tested positive for micrococcus luteus (3 cfu), staphylococcus non aureus ( 3 cfu), brevibacterium casei ( 2 cfu) and unspecified microbes ( 1 cfu). The subject device had been reprocessed with soluscope 4, a non olympus automated endoscope preprocessor model, using peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for following microorganisms but the testing indicated no microbial growth for the biopsy and the auxiliary channels. The testing result cleared the (B)(4) guideline: the suction channel:staphylococcus coagulase negative (3cfu/100ml); the air/water channel: bacillus spp. Mesophylls (3cfu/100ml).